Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer fluctuating blood glucose levels. Customer attempted to correct a high blood glucose level and received a low blood glucose level. Customer reports possibly over correcting for his high blood glucose level. Troubleshooting was performed with tandem technical support and pump passed delivery system check.